Event description:
The patient experienced a shocking or jolting sensation after falling on her back in february. She felt a "sting" in her lower back, perineum, and occasionally in her vagina while lying in bed. The sting would radiate from the implantable neurostimulator (ins) in her left backside to the left side of her vagina. The patient also experienced some lightheaded fainting for a few seconds. Her ins was not controlling her symptoms and she had to get up every half hour at night to go to the bathroom. The patient visited her health care professional (hcp) but the hcp "found everything okay." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).